Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant results between doctor's meter and lab. Results are: date: (B)(6)2010, inratio: 3.7, lab: 2.9. Test performed by experienced nurse using hanging drop method. Caller reported that patient has been difficult to manage and is not yet stabilized. Patient self medicates. Warfarin dosage changed. Follow up with customer on (B)(6)2010: inratio result of 2.9 and lab result of 2.7. Doctor is happy with result.